Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had detected a low shock impedance measurements of less than 20 ohms through the patient's home monitoring system. Historically, the impedances were running very solid at 49-52 ohms. Additionally, the right ventricular (rv) lead, which is a competitor's product has had very stable and acceptable pacing/sensing values. The patient has had some therapy, but mainly at implant and a commanded shock for atrial flutter conversion. No adverse patient effects have been reported. The plan is to continue to observe the patient's system at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.